Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was experiencing a transient syndrome and confused the ipg with the patient¿s handheld device, which was not charged. The patient was not fully capable and provided incorrect information to their relatives over the phone. The doctor visited the patient and read the ipg, which was charged and activated, with no issues detected. The issue was resolved. The patient is doing well. He was simply disoriented and provided incorrect information to their relatives, leading to misunderstandings. The doctor has thoroughly checked everything multiple times and there have been no issues at any point.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID neu_recharger_acc (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a hospital visit for stimulation adjustment, a patient was unable to charge their implantable neurostimulator. The recharger would connect to the implantable neurostimulator for only 2-3 minutes before either turning off or displaying an orange indicator. The patient experienced significant pain since the clinic appointment and expressed concern that there might be an issue with the implantable neurostimulator or one of the leads. Arrangements were made to contact a healthcare provider to assess the patient in the clinic. No patient complications have been reported as a result of this event.